Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that the reference frame and instruments kept flickering in and out of view. The manufacturer representative (rep) stated the camera was coming in on the side and that the reference frame was placed on the most bottom level. The rep stated that the flickering was due to poor camera positioning. There was no delay to the procedure. No impact on patient outcome.